Manufacturer narrative:
Submit date: 9/15/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017, service found that during the final eputil testing process, the screen went blank except for 3 vertical lines of a total of about 1-1.5 inches wide. There was no visibility, only darkened portions with the lines. The screen was illegible and the unit and the unit was still running.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿blank screen.¿ the unit was triaged and the reported issue was not confirmed. No fault found. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.